Event description:
Pt acquired a first degree burn with blistering at the base of the neck after undergoing an MRI scan of the cervical spine. The pt came in on 09/12 to have the area looked at. She denied any pain or discomfort during scan, nor anything unusual at all. She stated that she was very comfortable during scan and found the blister after she was home the night of 09/11. She did have an abnormal curvature in spine in the area which may have contributed to some folding of the skin in the area while lying down. If the skin were to come in contact with itself and there was any moisture, this type of rf burn could potentially occur. Pt was examined by our dr and told to apply topical ointment and f/u with pcp. The MRI coil that was used on several pts prior to this report by this pt. Once we saw this burn, the coil was removed from use until the service engineer can run diagnostics on it to determine that it is functioning properly and did not contribute to this incident. FDA safety report ID # (B)(4).